Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One mitraclip was successfully implanted in the patient. A second clip delivery system (cds) was advanced and placed lateral to the first implanted clip. While establishing final arm angle (efaa) the clip opened past 40 degrees. Troubleshooting was performed with the same results. The cds was removed from the patient and exchanged. The new clip was successfully implanted reducing the final mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported clip failing efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.